Event description:
Pt's family member called regarding possible pump malfunction and would like the pump tested for accuracy. They state that this past month the paramedics have had to take pt to the hosp twice for severe hypoglycemic events with the last occurring in 2004.